Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device software was not loading. The technical support specialist rebooted the device to resolve this issue. Also attached an article of "medes 1.7.3 - object reference not set to an instance storage space configuration" for the user reference. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the pyxis anesthesia system the software was not loading. The customer reported that the pyxis was showing "unexpected data error occurred" and "object reference not set to an instance of an object". The customer stated that the user managed to get medication from anotther station. There were no adverse events or injuries reported based on this event.